Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer owned device was previously returned to pentax medical from a customer on 09-jan-2020. Inspection of the suction arm was performed on (B)(6) 2020 where the quality control inspector found the following: suction arm loose, insertion tube severe crush at stage 1, primary operation channel resistance, leak at # 3 remote control button cover, failed wet leak test, umbilical cable buckle at control body side, umbilical cable buckle at umbilical connector side, up/ down control knob/ lever cracked, failed dry leak test, leak at # 1 remote control button cover, customer complaint confirmed, bending rubber pinhole, # 4 remote control button cover cracked, # 1 remote control button cover cracked, # 2 remote control button cover cracked, # 3 remote control button cover cracked, control body mild discoloration, insertion tube mild crush at stage 2. Inspection of the suction arm was performed and the device failed the inspection criteria. The endoscope's repairs were performed where the loose suction arm was correction, and the unit returned to inventory. Parts replaced: o-rings and seals, bending rubber, distal joint screw m1, distal end assy with tube, insertion flex tube w/seg pb-free, angle lever assy, light guide cable, remote control button(1)pb_free, r.c. Button(2) pb-free, r.c. Button(3) pb-free, r.c. Button (4) pb-free, lg cable connector, housing pb-free, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5). The video bronchoscope is currently awaiting repairs and qc final approval as of 03-feb-2020.